Event description:
Reported blood glucose results of "7.6 mmol/l and 5.9 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.